Event description:
It was reported that a hydroview intraocular lens was scheduled to be explanted due to opacification. The lot and serial number were not provided, therefore it has not been possible to determine whether the lens model is hydroview 1.0. Additional information was requested but has not been received to date.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.